Event description:
According to literature source of study performed, for robot-assisted surgery for ventral hernias from june 2018 until february 2023. In all patients the company's mesh and sutures were used to repair the hernia via a transversus abdominal release (tar) or extended totally extraperitoneal repair (etep). There were 177 patients included in the study and complications included abscess of the retro-muscular plane due to an enteric fistula, treated with removal of mesh and revision, while non-serious complications included hematoma and seroma. It was also reported that a CT (computed tomography) scan was performed due the suspicion of recurrence.

Manufacturer narrative:
D10 concomitant products: unknown progrip, unknown progrip mesh product (lot#:unknown); unknown-vloc, unknown vloc product (lot#:unknown) van zande jaro, krick marc, willaert bart <(>&<)> van den heede klaas (10 jan 2024): five years of robot-assisted ventral hernia repair: initial experience and surgical outcome, acta chirurgica belgica, doi: 10.1080/00015458.2024.2304386. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.